Manufacturer narrative:
(B)(4). Device evaluation: one used infusor and one used three-way stopcock connected to the infusor's luer was received by baxter for evaluation. Additionally, an unused three-way stopcock was received. A leak test was subsequently performed on the infusor. After filling the device, a leak was detected at the connection of the used three-way stopcock and the infusor's luer. Examination of the infusor's luer showed no evidence of damage or defect that could have caused the leak. However, examination of the used three-way stopcock revealed a crack. The unused three-way stopcock was also tested with the infusor, but no leak or crack was found. No other observation was noted during testing. Therefore, the reported condition of "leakage from the connection between the luer and the three way cock" was confirmed with the used three-way stopcock and infusor due to a crack in the three-way stopcock (non baxter product). Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
It was reported to baxter (B)(4) that one (1) japanese sv2.5 device was observed leaking at the connection of the luer lock and three way stop cock (top corporation) during patient use. The device was filled with 5-fluorouracil and normal saline. There is no report of patient injury or medical intervention. No additional information is available.